Event description:
It was reported that the pt experienced tachycardia measured at 100 beats per minute by an electrocardiogram on (B)(6) 2011. The pt was given a prescription of propranolol and the issue resolved without sequela (B)(6).

Manufacturer narrative:
(B)(4).